Event description:
Boston scientific received information that loss of capture was observed on both the right atrial (ra) and right ventricular (rv) leads, however, sensing and impedance measurements were within range. An x-ray revealed a possible rv lead perforation and a micro-dislodgement for the ra lead. A lead revision procedure was performed approximately six weeks later. During the revision procedure, a rv lead perforation was confirmed. The physician opted to explant both leads and new leads were successfully implanted. Both the ra and rv leads were discarded by hospital staff. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.